Manufacturer narrative:
(B)(4).

Event description:
It was reported "bent guide wire on inspection prior to use in patient." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a kinked guidewire was able to be confirmed by the photo. The photo shows a guidewire kinked and not advanced through the catheter or protective tubing. The customer also returned one guidewire for analysis. The device packaging was not returned for evaluation. Visual examination revealed the guide wire is kinked in one location towards the middle of the guidewire. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The kinks in the guide wire were located 174 mm from the one tip. The overall length of the guide wire measured 349 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.510 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The catheter could not be inspected as it was not returned with the sample. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was threaded through the distal lumen of a lab inventory catheter and introducer needle. The undamaged portions of the guidewire were able to advance with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not use if package is damaged". The customer report of a kinked guidewire was confirmed by visual inspection of the customer supplied photo. The report of a kinked guidewire also was confirmed through examination of the returned sample. The guidewire had one kink towards the center. The guidewire met all functional and dimensional requirements during investigation testing; however, the device packaging was not returned. No manufacturing defects were found during this investigation. Based on these circumstances, shipping and distribution likely caused or contributed to this event; however, due to the guidewire being returned outside of the packaging, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "bent guide wire on inspection prior to use in patient." This was found prior to use. There was no patient involvement.

Event description:
It was reported "bent guide wire on inspection prior to use in patient." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows a guidewire with a distinct kink at the center of the body. The device appears to be inside the set packaging, however, a complete visual inspection to evaluate the cause of the kink could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.